Event description:
Home pt (hp) reports pt line of homechoice set became disconnected during treatment of homechoice device. Hp was instructed by baxter tech to end treatment and restart with new supplies. Rn reports hp decided to discontinue treatment on the homechoice device and stay with manual continuous ambulatory peritoneal dialysis after incident. No pt injury or medical intervention required per rn.